Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline alarm that the patient thought was due to patient's dog jumping on the patient and kinking the driveline. The event was not seen in the history upon interrogation. The log file review contained pulsatility index (pi) and routine power source change events. No abnormal alarms or events were recorded, and the reported driveline alarm could not be verified in the log. It was later communicated that the alarms did not reoccur and the driveline was no longer kinked when seen in clinic. No other imaging was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file did not confirm any events that would have caused/contributed to the reported "driveline alarm." A specific cause for the alarm could not be conclusively determined through this evaluation. The submitted log file captured no notable alarms/events. The pump appeared to have operated as intended throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-19414. No further events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Additionally, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.